Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the controller board was defective on the drawer. The field service engineer replaced the control module and confirmed proper functionality of the auxiliary drawer. The system functioned as intended after the field service engineer troubleshot the device. Initial reporter facility name e1. - (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on communication bus. The customer reported that the malfunction caused slight delay in dispensing the medication and the customer managed to obtain the required medication from alternative station or pharmacy. There were no adverse events or injuries reported based on this incident.